Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous transluminal angioplasty procedure, the 4f micropuncture catheter detached from the hub. The patient has a history of peripheral vascular disease [pvd] and has had several procedures via the right femoral artery. Excessive scar tissue was noted by the physician during access. The physician had acquired right, retrograde femoral artery access, and was attempting to remove the catheter in an over-a-wire fashion, when the hub detached. The physician then attempted to remove the .018 guidewire and the remaining micro catheter with a pair of hemostats when the top of the catheter tore away. A secondary left contralateral retrograde femoral artery access site was then acquired, enabling the physician to crossover the common iliac arch and successfully retrieve the detached catheter from the patients right common femoral artery with a vascular snare device.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.